Event description:
The physician informed distributor that a patient with an automatic implantable cardioverter defibrillator (aicd) received inappropriate shocks. The physician performed a invasive procedure to evaluate the system and found both a loose setscrew on the aicd and an insulation problem with this lead. The physician tightened the loose screw on the aicd and replaced this lead with a bipolar endocardial lead.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: electrical problem. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.